Event description:
Home patient (hp) reports pt line of homechoice set became disconnected from transfer set during automated peritoneal dialysis treatment. Hp ended treatment and restarted with new supplies. Spouse reports hp was treated the following day at unit with prophylactic antibiotics with no resulting injury.